Event description:
It was reported that tandem mobi pump issued cartridge alarm during use, and caller also experienced cartridge alarms with consecutive cartridges on same pump. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, technical support confirmed cartridge alarm and arranged pump replacement. Customer reverted to an alternative method of insulin therapy.